Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent an open reduction internal fixation procedure on (B)(6) 2013 allegedly due to dislocation. Legal counsel reports review of radiographs on (B)(6) 2013 allegedly revealed retroversion of the acetabular cup. Patient underwent another open reduction internal fixation procedure on (B)(6) 2013 allegedly due to dislocation. Patient underwent a revision procedure on (B)(6) 2013 allegedly due to instability, dislocation, metallosis and muscle loss. Patient's legal counsel further reported that fluid and tendon loss were allegedly noted during the revision procedure. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor cup and liner and a biomet head and taper adapter. Legal counsel for patient reported patient underwent an irrigation and debridement procedure on (B)(6) 2013 allegedly due to cellulitis. Patient's legal counsel further reported that necrotic tissue and alval reaction with metallosis were allegedly noted during the revision procedure. Subsequently, patient was revised on (B)(6) 2013 allegedly due to infection. All components were removed and replaced with cement spacer molds. Patient's legal counsel reported patient underwent another revision procedure on (B)(6) 2013 allegedly due to infection. New cement spacer molds were implanted. No further revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent an open reduction internal fixation procedure on (B)(6) 2013 allegedly due to dislocation. Legal counsel reports review of radiographs on (B)(6) 2013 allegedly revealed retroversion of the acetabular cup. Patient underwent another open reduction internal fixation procedure on (B)(6) 2013 allegedly due to dislocation. Patient underwent a revision procedure on (B)(6) 2013 allegedly due to instability, dislocation, metallosis and muscle loss. Patient's legal counsel further reported that fluid and tendon loss were allegedly noted during the revision procedure. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor cup and liner and a biomet head and taper adapter. Legal counsel for patient reported patient underwent an irrigation and debridement procedure on (B)(6) 2013 allegedly due to cellulitis. Patient's legal counsel further reported that necrotic tissue and alval reaction with metallosis were allegedly noted during the revision procedure. Subsequently, patient was revised on (B)(6) 2013 allegedly due to infection. All components were removed and replaced with cement spacer molds. Patient's legal counsel reported patient underwent another revision procedure on (B)(6) 2013 allegedly due to infection. New cement spacer molds were implanted. No further revision has been reported to date this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2013 reports patient was revised due to recurrent dislocation, instability, and pain. Revision op report notes preoperative leg length discrepancy, the presence of fluid, and abductor tendon loss. The modular head was removed and replaced. The cup and liner were removed and replaced with competitor products. Additional information received from patient op notes dated (B)(6) 2013 reports patient was revised due to recurrent infection and active wound drainage. Revision op report notes the presence of infection with dark brown purulence, necrotic tissue, metallosis, and alval-type reaction to soft tissue. The modular head was removed and replaced with competitor product. Additional information received from patient op notes dated (B)(6) 2013 reports patient was revised due to intractable infection with deep and subcutaneous abscess. Revision op report notes the presence of a deep pocket of fluid.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-03922 / 03926).